Manufacturer narrative:
Follow-up #1: date of submission 04/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2014 with the following findings: multiple unexplainable power reset events were observed in the black box. The pump powered on with the returned battery cap to audible tone, vibration and a dim, discolored, and unreadable display. There was evidence of moisture inside the battery compartment and on the underside of the battery cap. The battery cap was unable to fully tighten. Two battery compartment cracks were observed; one from thread area to case seal and one below the grip pad. No power loss was observed during testing. A leak test showed a leak at the battery compartment crack. Further testing was prohibited due to the dim display. The pump case was removed and there was evidence of moisture contamination inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter stated that there was a crack in the battery compartment. Reportedly, moisture was noted in the battery compartment and the pump would not power up, only beep. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.